Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event/implant/therapy: estimated date (reportedly occurred the week of (B)(6) 2017). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device, using a pre-close technique, with a 5f sheath prior to an interventional percutaneous coronary procedure. Reportedly, when the proglide plunger was removed, no suture was present. The sutures of two additional proglide devices were successfully preplaced prior to the interventional coronary procedure. The sheath was upsized to 23f for interventional procedure. The successfully preplaced sutures of the two proglide devices were used after the procedure to achieve hemostasis. Adjunctive manual compression was applied for 5 minutes, as this is standard practice after successful closure at this hospital. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss/suture retrieval issue was not confirmed as all the device components were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.